Event description:
It was reported that patient with artificial urinary sphincter (aus) experienced incontinence due to urethral atrophy at the cuff site. The aus was removed and replaced. There were no further patient complications reported.